Event description:
Customer sent a repair request reported with an issue of the forceps raiser does not return (tilt down) and suction at the tip has discoloration (white part discolors and pale yellow) at forceps channel. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found foreign matter adheres to the groove / gap at the tip of the device forceps channel.

Manufacturer narrative:
The subject device was evaluated. Device inspection service repair noted the forceps wire is caught and discoloration (foreign matter adheres to the groove) at the tip body (suction ) was observed. In addition, peeling of adhesive at the tip of scope body was determined. Additionally, scratches on the insertion part, switch box, up/down (u/d) knob, ud up/down) angle fixing lever, control knob, grip, universal cord, scope connector due to external factors were noted. Evaluation findings of the device found the forceps wire is caught and discoloration at the suction tip, foreign matter adhered on the forceps channel was observed. The findings noted confirmed the customer reported issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.